Manufacturer narrative:
A revision surgery was reported due to bone fracture one day post implantation and consequential implant loosening. A polarstem cementless stem ti/ha std 1 was explanted but not returned for investigation. No clinical/medical documents have been provided; however a picture of the explanted component and an x-ray were submitted for review. The x-ray shows the femoral fracture involving the lesser trochanter. The batch record review reveals no deviation which could relate to the reported failure mode. Furthermore no other complaint can be found for the reported batch number. Therefore it can not be assumed that the fracture occurred due to a false or wrong manufactured product. Bone fracture is by the way a known side effect and is described in the IFU lit. No. 12.23 ed. 05/16. Nevertheless, the risk of this failure to occur is considered to be low and is justifiable by s+n. In conclusion, the root cause of the femur fracture cannot be definitively concluded with the information provided or with the done investigations. It will be assumed that the bone was damaged due to the implantation but without supporting clinical/medical documents no clear root cause can be identified and the root cause remains undetermined. If further information will be available the complaint will be re-assessed.

Event description:
It was reported a hip revision surgery due to loose fractured stem. Ball head also removed.